Event description:
Consumer called to report their meter reading very high when compared to another meter. Analysis run on clark error grid using competitive reading (142) as ref. Point vs. Bd readings (545) yielded data points in the c range of the grid, outside acceptable limits.